Manufacturer narrative:
Customer's meter was returned and investigated. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The readings the customer reported were found in meter memory. This is a final report.

Event description:
Pt reported, the infusion device check button works intermittently. Check button will occasionally stick when pt tried to bolus, and the button ends up being pressed twice. No physiological effects were reported. The pt did not require treatment from a healthcare professional or second party to address the issue. Infusion device was replaced and requested for eval. No additional info was provided.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Note: the meter is designed to report readings of 20 mg/dl to 500 mg/dl. It should be noted that this meter does not give numeric value for readings greater than 500 mg/dl. A "hi" display message indicates a reading greater than 500 mg/dl.

Event description:
Customer reported receiving erratic readings on their adc blood glucose monitor. Customer reported receiving readings of "hi" (greater than 500 mg/dl) and 145 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.